Event description:
Per the clinic, the patient reported pain and redness at the abutment site. On (B)(6) 2013, the patient was prescribed a 14 day course of keflex (dosage not reported), followed by a 14 day course of augmentin (date and dosage not reported); the symptoms did not resolve. On (B)(6) 2013, the patient underwent surgery for exploration of the site and it was determined that the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to replace the lost fixture/abutment as of the date of this report,(B)(6) 2013.

Manufacturer narrative:
It was reported that the device is not available for analysis. This report is filed november 27, 2013.